Event description:
Blood leak in arterial dialysate tubing. Fluid noted as light pink by (B)(6). Treatment discontinued, no blood returned to the patient. Machine changed and new setup started, treatment resumed. Estimated blood loss 233 ml. Dialyzer removed from lines, lines discarded and dialyzer saved for further evaluation if needed. No adverse reaction noted from patient. Medical director notified.